Manufacturer narrative:
(B)(4). Investigation summary: one photo was provided. It shows one syringe with no barrel label, therefore failure mode is verified. This was likely due to a variation of the plunger rod labeling machine during production. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the first complaint for the lot# 8201714 for the same defect or symptom. There was no documentation of issues for the complaint of batch #8201714 during this production run.

Event description:
It was reported that the scale markings were noticed to be missing on the bd posiflush¿ sp syringe before use.